Event description:
It was reported that after the pta balloon dilatation catheter was removed from the pt, after use in the common femoral artery. It was observed that the pta balloon had completely detached from the catheter shaft, remaining within the pt. The detached pta balloon was successfully removed with a "lasso" type device. No pt injury.

Manufacturer narrative:
The lot number is unk. Therefore, a review of the device history records could not be performed. The sample is not available for return. Therefore, a sample evaluation could not be performed. This event is currently under investigation.